Event description:
Additional information: did the event directly, or indirectly involve a patient or user? The event occurred when attempting to deploy safety once IV catheter was inserted into a patient. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No patient/staff harm. Please confirm the number of occurrences. (B)(4).

Manufacturer narrative:
Additional information: customer answers to follow up questions added to b5. Investigation results: no photographic evidence or physical samples were accessible to investigate the reported condition. Our quality engineer team conducted a comprehensive review of the device history record for the provided material number 382523 and lot number 3342337. This review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were found to be within the specified standards. Unfortunately, the exact cause of this incident could not be determined based on the information available. We will continue to track and analyze complaints related to this device and the reported condition in order to identify any emerging trends.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc blu 22ga x 1.0in had failed to retract the needle. The following information was provided by the initial reporter: a bd insyte autoguard bc 22ga x 1.00 in catheter failed to deploy the safety when the button was pressed to retract the needle.